Event description:
It was reported that this patient has received multiple inappropriate socks due to t-wave oversensing over the past few months. System re-optimization was recommended. This is considered a malfunction due to multiple inappropriate shocks. No adverse events.

Manufacturer narrative:
This supplemental report is being filed to provide additional information.

Event description:
It was reported that this patient has received multiple inappropriate socks due to t-wave oversensing over the past few months. System re-optimization was recommended. This is considered a malfunction due to multiple inappropriate shocks. No adverse events. This supplemental report is being filed to provide additional information.